Event description:
Sales rep reported the screw head would not engage bushing, therefore, stripping the screw hole requiring an over sized screw. This occurred on 3 different bushings. There was 30 minute delay to the case, therefore, a report is being filed. There was no adverse consequence to the pt.

Manufacturer narrative:
The device is not available for eval at this time. The issue as reported may have been due to stripping of the bone during insertion. The set comes with oversize screws that as in this case will have add'l purchase and lock down. Contact reported that the pt had normal bone however bone stripping can result from other technique related factors. This is an inherent risk of any acp fixation.